Manufacturer narrative:
Alleged failure: foreign body noted within sterile packaging of product. Package sterility seal intact. The failure identified in the investigation is consistent with the complaint record. Because the failure mode was due to a manufacturing issue (foreign material inside blister package) an nc was opened. The probable root cause/s could be environmental conditions, inadequate cleaning process. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was a foreign body inside of the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a foreign body inside of the sterile packaging.